Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel that "patient called emergency phone to report "random beeps". Patient stated as he took his controller out and watched. He said it would beep, then switch to power source #2 even though the battery in power source # 1 was fully charged. He states he tried 3 different batteries with the same result. No alarm, just the beep when it switched power sources. Patient states no issues with power source #2. He also states he did not attempt to try wall power, just the 3 batteries then called for assistance.. Patient successfully changed the controller at home with resolution of the issue. He was then seen in clinic on (B)(6) 2016 to replace the controller. Controller (B)(4) taken out of service, back up controller (B)(4) is now the patient's primary controller and the patient received (B)(4) out of hospital inventory as his new back up. Patient left the clinic in stable condition. No consequences to the patient. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of the serial data port cover found to be missing. This observation is considered not related to the reported event and was most likely caused by mishandling. Review of the controller log files could not confirm the reported "intermittent beeps" as they are unable to log these events. However, log file analysis revealed premature switching events prior to the 25% threshold correlating with the reported event date. These premature switching events were most likely caused by a communication error between the controller and batteries. The manufacturer has an internal investigation to evaluate communication errors between the controller and batteries.